Event description:
Nasogastric / nasointesinal feeding tube (ng tube) fractured with a piece retained in the bowel of the patient. The ng tube is unable to be safely removed given patient's pulmonary hypertension (htn), recurrent atrial fibrillation (a-fib) with rapid ventricular response (rvr) with worsening shock, high aspiration risk. The ng tube appears to have been placed on [date redacted]. There is a kidney, ureter, and bladder (kub) x-ray on [date redacted] where the tube appears intact. Chest x-ray (cxr) [date redacted] also available with possible damage but hard to distinguish, a kub did occur at the same time but the imaging captured is low. Cxr also available. [Date redacted] cxr is the first image that shows a clear separation of the upper half and lower half of the feeding tube. [Date redacted] kub confirms this with a radiology read. The upper half of the tube was removed on [date redacted]. Additional information: upon chart review the patient remained on continuous feeds through this device with the interruptions/significant events being the following:[date redacted] - feeding tube clogged, resumed 30 minutes later[date redacted] - stopped, comment "feeding tube dislodged" securement change charted[date redacted] - stopped, comment "feeding tube dislodgement" securement changed to nasal bridleevents reviewed with staff caring for patient prior to tube rupture. They used established practices to unclog the feed tube, avanos clog zapper ref #20-002 and recall no need for excessive pressure to achieve patency of line.